Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The service engineer (se) reviewed the device diagnostic report and confirmed the issue was battery failure. The se replaced the battery and the device works on battery and ac power. The se performed performance assurance tests and the device passed successfully.

Event description:
The customer reported the device only works on alternating current (ac) power and has a battery failure alarm. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm.